Manufacturer narrative:
"Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: a complaint lot history check was performed on lot # 4174567 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 4174567. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #4174567. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. This was manufactured before expiration dates were printed on packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. "

Event description:
It was reported that a package of syringe 0.5ml 6mm 90 bx 450 mo had missing label information during use. The following was reported by the initial reporter: "it was reported that there is no expiration date on packaging. Verbatim: consumer reported found within her home, daughters syringes from good many years ago. No exp dates on packet. From lot number determined items expired: advised parent of diabetic not to donate the items. But to destroy them within proper guidelines in her area."